Event description:
Information received indicates the valve damaged during implant. The sizer was able to seat itself appropriately within the annulus in a supra coronary position, free of the coronary ostia. However, it was not possible to seat the valve properly in the annulus without occluding the coronary ostia. To seat the valve properly, the sutures were all removed and replaced, using the non-coronary sinus of valsalva as part of the suture line. While using forceps to help position a commissure post, the forceps slipped and perforated a leaflet.

Manufacturer narrative:
H3: analysis: the product is expected, but has not yet been received. No analysis is possible at this time. The DHR review shows the product met specifications when released to distribution. Conclusion: without analysis of the product, no conclusion can be drawn at this time.